Manufacturer narrative:
B1 of the initial medwatch indicated adverse event and product problem. B1 of the initial medwatch should indicate product problem. H1 of the initial medwatch indicated serious injury. H1 of the initial medwatch should indicate malfunction. Physio reviewed the device's electronic files and found no indication of a product issue. The device disarmed energy during or after charging due to a button press by the user. The root cause of the reported issue is user error.

Event description:
The customer contacted physio-control to report that their device would not shock. It was reported that medical intervention occurred as they reported that they "used a lp1000 from the fire truck and shocked the patient a couple times and went to the hospital. No adverse outcome for this device. Scott looked into the code summary and believes the selector know was pushed and dumped the shock." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control performed and initial evaluation of the customers device and was unable to duplicate the reported issue. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not shock. It was reported that medical intervention occurred as they reported that they "used a lp1000 from the fire truck and shocked the patient a couple times and went to the hospital. No adverse outcome for this device. Scott looked into the code summary and believes the selector know was pushed and dumped the shock." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.